Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg.section manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. [Complaint conclusion] as reported by an healthcare professional, during a coil embolization for an endoleak, a 2mm x 8cm galaxy g3 xsft hel coil (glx120208, l10989) was inserted to a microcatheter, however, there was resistance felt between the coil and the microcatheter when the tip of the coil came out 1 cm from the microcatheter. Then the coil could not advance anymore. Therefore, the coil was replaced with another coil of the same size) and there was no issue confirmed with it. The procedure was successfully completed. Excessive force was not applied to the device. The device was inspected prior to use and no damage was noted. The device was used and prepped as per the instructions for use. Adequate flush was not maintained through the devices. No further information was provided by hospital. A non-sterile unit galaxy g3 xsft hel 2mm x 8cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found several kinked. The introducer was inspected, and it was found unzipped but in good conditions. The re-sheathing tool was inspected, and it was found with no damages on it. Also, the marker band was found at 43cm from hub, and it was found within specification. The v-notch was inspected under microscope and it was found in good normal conditions. The rh was inspected under microscope and it was found in good normal conditions outside of the introducer. As well as the rh was found not heated. The embolic coil was inspected under the microscope and it was found stretched outside of the introducer. The functional test could not be performed due the several kinked conditions noted on the dpu. A manufacturing record evaluation was performed for the finished device l10989 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil- resistance/friction-with delivery catheter - no loss of cerebral target position¿ could not be confirmed as an evaluation could not be performed due the conditions noted on the device (several kink conditions). The stretched condition noted on the embolic coil and the several kinked conditions found on the dpu contribute to the failure as reported however none of those can be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As indicated, there was no adequate flush maintained through the devices which could have caused the resistance. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. The IFU gives instructions for when resistance is felt during delivery of the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by an healthcare professional, during a coil embolization for an endoleak, a 2mm x 8cm galaxy g3 xsft hel coil (glx120208, l10989) was inserted to a microcatheter, however, there was resistance felt between the coil and the microcatheter when the tip of the coil came out 1 cm from the microcatheter. Then the coil could not advance anymore. Therefore, the coil was replaced with another coil of the same size) and there was no issue confirmed with it. The procedure was successfully completed. Excessive force was not applied to the device. The device was inspected prior to use and no damage was noted. The device was used and prepped as per the instructions for use. Adequate flush was not maintained through the devices. No further information was provided by hospital. Based on the device investigation of the device received, the embolic coil was found stretched.